Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge and syringe needle were changed to address the issue. Additionally, it was reported that the cartridge was leaking from the o-ring and the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose reached 325 mg/dl.